Event description:
A pt sample (venous blood) measured 100 and 103 mg/dl, using the suspect device. An offsite lab, testing the same sample, received a result of 66 mg/dl. No pt injury was reported. Reporter did not indicate whether controls were run, prior to the comparison. A request was made for the return of the suspect device and replacement product was shipped.